Manufacturer narrative:
Patient information: (B)(6). Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated magnesium results generated on the architect c4000 processing module for several samples. The following data was provided (normal range: 1.6 to 2.6 mg/dl): sample 1: initial result was critical, repeat and redraw results were normal. No specific data provided for this sample. On (B)(6) 2020 sid (B)(6) initial result = 8.00 mg/dl, repeats = 1.82 mg/dl and 2.12 mg/dl. On (B)(6) 2020 sid (B)(6) initial result = 7.44 mg/dl, repeats = 2.07 mg/dl and 1.74 mg/dl. Additional data was provided: sid (B)(6) initial result = 7.0 mg/ml, repeat = 7.0 mg/dl, previous patient specimen from 8 hours earlier = 1.8 mg/dl. Customer also reported spikes in the quality controls results. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) performed troubleshooting and replaced the bellows set, incl rod and fitting and also the filter, water bath which resolved the issue. A review of service history for the architect c4000, serial number (B)(6) revealed no additional discrepant results, nor did it identify any contributing factors to the current complaint. A review of historical data for the architect c8000 did not identify any trends. A review of historical data for the bellows set, incl rod and fitting and the filter, water bath did not identify any trends regarding the current complaint issue. A review of the manufacturing documentation did not identify any issues associated with the likely cause parts or the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the bellows set, incl rod and fitting or the filter, water bath or the architect c4000 processing module, serial number (B)(6) was identified.